Event description:
It was reported to philips that there was system unable to boot-up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was a system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the review monitor in control room was plugged into a regular wall outlet, generator test had damaged the monitor, corrupted the host pc software, and affected the single-link transmitter. To resolve the issue, the fse reloaded the host pc disk image, replacing the video transmitter and lcd monitor. The defective part was sent for analysis, for dvi no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.